Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, channel 12 is disabled due to being extra-cochlear, according to internal registration information a full insertion was not achieved at implantation. Other damage found during investigation is most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient was seen for routine programming on (B)(6)2018. In situ measurements showed affected channels. It is unknown if hearing performance is affected. There is no report of head trauma or accident and no changes in health. The recipient was re-implanted. The active electrode array was cut, and the cut off part accidentally suctioned, it could not be recovered.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient was seen for routine programming on (B)(6) 2018. In situ measurements showed affected channels. It is unknown if hearing performance is affected. There is no report of head trauma or accident and no changes in health.